Event description:
When running a sample on the device, in the manual ordac (out of range detection and correction) mode, a glucose result was obtained that was 1/2 of the actual value. The customer report was confirmed and it was noted that a bun result could also be affected, however a specific sequence of system events and test requests were required to see this result anomaly in the glucose and/or bun result. No injuries have been attributed to this event.